Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had two faulty sensors. The needle was out and the copper wire came off when the sensor was pulled out. The sensor inserted the night before made it through the two hour warm up. However, when asked to calibrate, the customer received a calibration not accepted alert. The customer received a calibration not accepted alert twice and then a change sensor alert. With the second sensor, the transmitter did not blink when connected to the sensor. The sensor cannula appeared retracted. Customer's blood glucose level was 5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors. One of 2 sensors failed for low readings. One remaining sensor passed per specifications with accurate readings. However, found 1 of 3 sensors with cannula retracted inside the sensor base. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.